Event description:
It was reported that the patient presented to the emergency room for symptomatic bradycardia. The device would not interrogate properly and was found to be exhibiting loss of capture. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field events of failure to interrogate and failure to capture were confirmed in the laboratory. The device was tested on the bench and was found to be in backup operation mode. The product code was corrupted. The device was operating at eri mode due to normal battery depletion. The cause of the backup operation and corrupted product code could not be determined.